Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2025, a 29mm naviror vision valve was chosen for implant using a large flexnav delivery system. There was calcification extending beneath the aortic annular plane in the interventricular septum. During procedure, the patient experienced symptoms requiring a pacemaker. The valve was successfully implanted at a depth of 3mm by 3mm. Post procedure, the patient needed a permanent pacemaker (ppm). The patient was reported recovering.

Event description:
N/a.

Manufacturer narrative:
It was reported that the patient developed heart block. A permanent pacemaker was implanted after the procedure and the patient was reported to be stable. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.